Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted system controller log files confirmed the report of elevated power and flow with pi events; however, a specific cause for this finding could not conclusively be determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 17 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that elevations in pump power and flows were occurring without speed changes. A ramp echocardiogram showed the aortic valve unresponsive to increases in speeds. The patient was treated for a potential clot. On (B)(6) 2018, it was reported that a CT scan showed that the inflow cannula was pointing toward the lateral wall of ventricle. The ramp echocardiogram was abnormal due to the position of the inflow cannula. The patient¿s lactate dehydrogenase was between 400-600 u/l. The patient was started on angiomax due to the power increases, then the patient was placed on aspirin and coumadin. The patient was scheduled to be discharged home on (B)(6) 2018. No additional information was provided.